Event description:
This complaint is being reported as a malfunction due to the alleged animas pump temperature issue. The patient claimed that animas pump felt hot to touch when she was taking a nap. There was no patient impact associated with the temperature issue. There was no corrosion in the battery compartment or on the battery. No product misuse was identified.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for investigation. A review of the pump history indicated a voltage drop on (B)(6) 2011. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the power flex, battery connections, and internal components. The battery compartment and cap were found to be intact. The pump was exercised for 8 hours with no evidence of overhearing. The complaint could not be confirmed or duplicated during testing. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.